Event description:
Reportable based on device analysis completed on 23mar2026. It was reported that visualizations issues occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good. However, device analysis revealed the catheter was twisted.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked, the catheter was twisted, and the imaging window had ripples. An imaging core windup, broken drive and broken coaxial cable began 27.5 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. According to the available information, the motor drive unit (mdu) was on during the insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition would cause the drive cable to twist into itself and break the coaxial cable in the process.